Event description:
A (B)(6) female pt contacted zoll customer support to report a code 204. Upon review of the pt's flags, customer support also reported belt comm and can comm faults. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary - device eval of electrode belt sn (B)(4) has been completed. The reported problem (constant check belt messages) has been confirmed. Upon eval, the yellow (pgnd) wire was open inside the trunk cable. The cause of the code 204, belt comm, and can comm faults is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the open wire. The root cause of the open pulse wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged wires. The pt received a replacement electrode belt.